Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up when post-paced t-wave oversensing was observed via stored egm. The device was reprogrammed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.